Event description:
A malfunction alarm labeled malf 16 was reported, occurring three times. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether their levels exceeded 500 mg/dl. Customer support instructed the customer to switch to multiple daily injections as a backup therapy and confirmed the replacement of the pump. The customer was also guided to put the problematic pump into storage mode and return it with a prepaid label within 10 days.